Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 105 mg/dl, 159 mg/dl, and 208 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the advantage customer reportedly received the following results on the advantage system within 10 minutes: 105 mg/dl, 159 mg/dl, and 208 mg/dl. No system within 10 minutes: 105 mg/dl, 159 mg/dl, and 208 mg/dl. No actions taken based on device results. No adverse event reported. Actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Requested return of suspect device and replacement was sent.